Event description:
The customer reported the system displayed a stator not on error. This error will result in an uncommanded system shutdown. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.